Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received with its packaging open. Upon visual inspection, it was observed that the needle has no structural anomalies. Broken areas were not found. The white plastic flag was found correctly positioned; it is seated in its corresponding mark on the shaft. The needle was tested on a expressew gun (214140), a suture and a sample rubber strip, as result; the needle and the suture were released as intended. A manufacturing record evaluation was performed for the finished device lot number: 67255, and not non conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and considering that the functional test could not be performed and broken areas were not found, this complaint cannot be confirmed and a root cause for the issue experienced by the customer cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 3 of 3 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that three of the expressew iii needle device broke. Another like device was used to complete the procedure with an unspecified minimal delay. There were no adverse patient consequences reported. No additional information was provided.